Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 1 device was received. 10 device investigation types have not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 devices were found to be affected by internal corrosion. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 11 previously reported events are included in this follow-up record. Product return status 1 device was received. 9 devices were evaluated in the field. 1 device was not available for evaluation. Event confirmation status 2 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 7 devices were found to be affected by internal corrosion. 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corroded bearings.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.